Event description:
It was reported that the patient passed away and the cause was unknown. There was no indication and/or allegation that the death was due to an abbott product and/or abbott related procedure.